Event description:
Dealer stated that the end user reported she was at the sink in the bathroom, went to turn around to go out of the bathroom and the tdxsp-mcg power chair would not stop when she released the joystick handle. User ran into the toilet knocking it off its base, then she hit the sink with her shoulder sustaining a bruise. No medical attention has been sought. Dealer cannot duplicate the problem with the chair not shutting off, thinks the problem with the joystick is intermittent.